Event description:
Healthcare professional reported, "barium swallow shows band too tight. No saline in band - for exchange." The patient's band was removed and replaced with another size device.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The report of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Intolerance is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of intolerance as follows: "fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not relieved by removal of the fluid, a barium meal should be used to evaluate the anatomy." "Caution: patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possible even obstruction." "Caution: it is the responsibility of the surgeon to advise the patient of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight."